Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined. The investigation was performed considering complaint description, cs reports and system history. Based on the system symptom's and issue pattern, the customer service engineer (cse) replaced the pc. After its replacement the system works as specified. No log files were available for this investigation and the affected part was not returned for detailed analysis. After hardware replacement, no further issues have been reported and the system works as intended. The system was installed in 2011 and the failure happened after 9 years of operation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic gen 2 system. During an interventional procedure, the user reported that the pc shut down and was not able to be powered on. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.